Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a revision procedure was performed due to an infection at the xiphoid incision. The electrode was mostly explanted. The electrode was cut and surgically abandoned a few centimeters distal to the subcutaneous implantable cardioverter defibrillator (s-ICD). The s-ICD remained in the patient. No additional adverse patient effects were reported.